Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an o-ring was on the pneumatic tap. Customer's blood glucose level was 199 mg/dl. Technical support educated customer on how to remove the o-ring as they were unable to do so at the time of troubleshooting. No additonal product or event information is available.